Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to an adult female patient who had essure (fallopian tube occlusion insert) in (B)(6) 2014. Essure placement was difficult on right side. At the time of placement; 3 expanded outer coils were visible on left side and 4 expanded outer coils on right side. Three months post-insert placement confirmation test (modified hsg) showed left implant was in place and fallopian tube occluded, right implant was straight with tubal patency, suspicion of perforation. For unspecified reason, hysteroscopy was done again and no expanded outer coils were visible. In (B)(6) 2014, laparoscopy was decided for fallopian tube ligation. During laparoscopy: no implants were visible. Distal salpingectomy was done leaving the proximal part and interstitial portion of the fallopian tube; implants were not removed. At one year, the patient complained of chronic left pelvic pain episodes. There were no obvious cause pain episodes. There was no known nickel allergy (allergy to nickel test was not done but was to be requested). No adenomyosis was reported. Plain abdomen x-ray was done on an unspecified date and 2 implants were seen; right implant appeared elongated. Proposition: laparoscopic investigation in gynecological surgery unit after MRI for more precise implant localization and complete salpingectomy with implants removal. Follow-up information received on 09-oct-2015 nca number was reported as (B)(4). Company causality comment: this medically confirmed, spontaneous case report; refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and her 3 month hsg (hysterosalpingogram) showed right implant was straight with tubal patency; physician suspected a perforation. A laparoscopy was performed and no implants were seen; physician did a distal salpingectomy leaving essure devices in place. One year after essure insertion, patient complained of chronic left pelvic pain. An x-ray showed right device was elongated. The physician is planning to do another laparoscopy with complete salpingectomy and implants removal. The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, essure insertion was reported as difficult on right side. This may have been a contributory role in the reported device shape alteration and possible perforation of right essure device. Although the exact mechanism of the events is unknown; given their nature causality with the suspect insert cannot be excluded. This case was considered an incident, since surgical intervention was required (laparoscopy performed due to suspicion of perforation and second procedure will be required for essure removal). A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 19-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(4) 2015 for the following (B)(4) preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 289 cases. Pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these (B)(6) pts. Company causality comment: this medically confirmed, spontaneous case report; refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and her 3 month hsg (hysterosalpingogram) showed right implant was straight with tubal patency; physician suspected a perforation. A laparoscopy was performed and no implants were seen; physician did a distal salpingectomy leaving essure devices in place. One year after essure insertion, patient complained of chronic left pelvic pain. An x-ray showed right device was elongated. The physician is planning to do another laparoscopy with complete salpingectomy and implants removal. The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, essure insertion was reported as difficult on right side. This may have been a contributory role in the reported device shape alteration and possible perforation of right essure device. Although the exact mechanism of the events is unknown; given their nature causality with the suspect insert cannot be excluded. This case was considered an incident, since surgical intervention was required (laparoscopy performed due to suspicion of perforation and second procedure will be required for essure removal). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.